Event description:
Description according to short form complaint filed: it is alleged that '[pt[ was implanted with a cook celect filter on (B)(6) 2011 at the (B)(6)." Pt outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer reference: (B)(4). (B)(4). Since catalog# is unknown the 510(k) could be either k073374, k061815 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2011 at the (B)(6)." Additional information was received 11dec2015: "three attempts were made to retrieve the filter, two attempts at (B)(6) and one at (B)(6). On (B)(6) 2011 due to technical difficulties the filter could not be removed. On (B)(4) 2011 an attempt to retrieve the filter using a cook filter retrievable sheath was used. After numerous attempts to advance the triaxial sheath over the legs, the filter appeared to be well incorporated into the walls of the inferior vena cava. (B)(6) 2012 at hospital of (B)(6) the filter, which had perforated the wall, was removed using endobronchial forceps technique". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k073374, k061815 or k090140. Summary of investigational findings: since no device or imaging studies have been available and only limited medical records have been made available the exact root cause for what caused the alleged filter perforation and difficult retrieval are unknown. Perforation and difficult retrieval are known risks in relation to filter implant reported in the published scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2011 at (B)(6)." Additional information was received 11 dec 2015: "three attempts were made to retrieve the filter, two attempts at (B)(6) hospital and one at hospital (B)(6). On (B)(6) 2011 due to technical difficulties the filter could not be removed. On (B)(6) 2011 an attempt to retrieve the filter using a cook filter retrievable sheath was used. After numerous attempts to advance the triaxial sheath over the legs, the filter appeared to be well incorporated into the walls of the inferior vena cava. (B)(6) 2012 at hospital (B)(6) the filter, which had perforated the wall, was removed using endobronchial forceps technique." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog #: unk but referred to as a cook celect filter. Since catalog # is unk the 510(k) could be either k073374, k061815 or k090140. Investigation is still in progress.